Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2010 that a customer had an tissue with a peritoneal dialysis catheter. The customer reports the silicone extension developed a hole at the end of the adapter. Adapter exchange done on (B)(6) 2009. The patient required prophylactic antibiotics.